Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als defibrillator required service. Additional information has been requested. There was no reported patient impact or injury.

Manufacturer narrative:
Subsequent information received confirmed that the customer was requesting a scheduled maintenance service visit. There was no allegation of a device malfunction reported. Therefore, we are considering this non-reportable since there was no death or serious injury reported, and there was no device malfunction. The parent record has been closed as a non-complaint. No further action is required at this time.